Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured and was previously reprogrammed off. Now, the patient was prepped for lead removal and upon placing a magnet over the device, the device began to continuously alert. The caller was unsure of why the device continuously alerted and was told that the device provides an alert when exposed to a magnet. The device status is unknown. The rv lead was explanted. No patient complications have been reported as a result of this event.